Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), did not reveal any device-related issues. It was reported that the surgeon decided to switch off the heartmate (hm) 3 left ventricular assist system (lvas) on (B)(6) 2021 after the patient was cerebral dead. Additional information was communicated on (B)(6) 2021 that no changes to the patient¿s condition or anticoagulation status may have contributed to the patient¿s outcome. A CT scan was performed. The death was not considered to be device-related and the pump operated as expected. A clarification was provided on (B)(6) 2021 stating that the patient had a cerebral hemorrhage and became soporous. The patient was not able to be reawakened and then passed away. The patient experienced no other symptoms prior to death. The pump was returned assembled with the pump cable severed approximately 16¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. A portion of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was also returned and properly engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended until the patient expired on (B)(6) 2021. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr (international normalized ratio) values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This document also lists neurological dysfunction as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported patient had a cerebral hemorrhage. The surgeon decided to switch off the left ventricular assisting device (lvad) after it was declared cerebral death.